Manufacturer narrative:
Device received with no button response due to corroded keypads traces noted. Unable to perform displacement test and self test or verify frozen screen due to keypads not responsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed button error. Time clock was not advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.